Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and other injuries. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was also reported that following insertion the patient experienced infection, urinary problems and bleeding. Reason for implant: stress urinary incontinence. (B)(4). No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.